Manufacturer narrative:
No calibration influence was observed. The qc was passing prior to the event; therefore, a general reagent or analyzer problem was not present. There were no relevant alarms observed. A field service engineer (fse) determined that there was heavy dust buildup present on the surface near the tips and cups. The fse cleaned off all of the dust buildup, inspected all probe alignments, gear pump pressure, and the rinse stations. No additional issues were found. He performed a tip and cup tray exchange. For verification, he initialized mechanism checks, performed reagent primes twice, performed measuring cell preparation five times, and performed an assay performance check with passing results. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The elecsys hcg+ss test system reagent lot number is 83810505, and the expiration date is 31-mar-2026. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ss test system result from the cobas 6000 e601 module. The initial result was 0.523 miu/ml. The sample was repeated twice on another analyzer, and we were provided with one result of 83101 miu/ml. The repeat result was deemed to be correct. The sample was repeated because the initial result was low.